Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that they switched navigation systems at this time due to issues with the one.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that it was requested that there be a review of a 54 slice exam. Upon import, the slice count appeared as 0. No patient was present.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through image analysis. The dicom exam was reviewed but provided insufficient information to determine the root cause of the reported behavior. There does appear to be a 55 slice exam with no information about spacing between the slices, but it is not sure if this contributed to the reported behavior. The analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.